Manufacturer narrative:
(B)4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch #(B)(4). The batch history records were reviewed and the manufacturing criteria was met prior to the release of the batches include in this lot.

Event description:
Received user facility medwatch form, (B)(4), advising that during a laparoscopic fenestration of liver cyst procedure; one jaw of the device broke off and the instrument stopped working. The broken piece was retrieved. It is not known how the procedure was completed. There were no patient consequences reported.